Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
During communication, the theatre manager reported that the surgeon commented that similar event might have happened before to their colleagues. The event was that the plastic centralizer fitted to stem buckled. Update 29/april/2019 (B)(6): as reported by hospital staff, a surgical delay of approximately 10 minutes was reported.